Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter revised due to erosion and infection. The device had not been working for several months resulting in incontinence. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the occlusive cuff, control pump, and a pressure regulating balloon of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. Inspection of the remainder of the device revealed no damage or irregularities. The pump was not functionally tested due to the malfunction identified in the balloon component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon failed functional testing for product specifications. The balloon tested above product specifications indicating a malfunction with the device. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. Based on the information available and analysis results, a functional issue with the balloon was confirmed however, the reported clinical events of erosion, infection, urinary incontinence were unable to be confirmed.

Event description:
It was reported that the patient had the artificial urinary sphincter revised due to erosion and infection. The device had not been working for several months resulting in incontinence. No further patient complications were reported.